Manufacturer narrative:
On 5-sep-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and a little metallic thread came out of the spline. On 21-sep-2023, during product evaluation, the lot number of the device was verified to be ¿31052993l¿. Field h4 lot has been populated. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation and dimensional test of the returned device were performed following bwi procedures. Visual analysis revealed that some of the electrodes were bent with no lifted parts or internal parts exposed, and a foreign material attached to one of them. Due to the event described, a dimensional test was performed and the outer diameters of the device were found within specifications. Since a foreign material was observed, a fourier-transform infrared spectroscopy (ft-ir) analysis was requested and it was concluded that the transparent foreign material found on the electrode is mainly composed of polytetrafluoroethylene (ptfe)-based material. This material is related to the vizigo sheath. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The damage observed in the electrodes and the foreign material could be related to both issues reported by the customer; therefore, the customer complaint was confirmed. The ptfe damage could be related to the interaction/friction between both devices; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the issue of internal parts exposed. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the issue of resistance with the sheath. Investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the foreign material found. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 13-oct-2023, additional information was received providing the e1. Initial reporter phone as (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and a little metallic thread came out of the spline. During an atypical flutter mapping, the physician inserted the pentaray nav high-density mapping eco catheter into the vizigo sheath. After mapping he inserted the thermocool® smart touch® sf (stsf) catheter and ablated the left atrium (la). To check the lesions, the physician wanted to insert the pentaray nav high-density mapping eco catheter once again, but he reported that it was hard to insert the pentaray nav high-density mapping eco catheter into the sheath. After that the physician decided to reposition the catheter and noticed a mechanical damage, like a little metallic thread which comes out of the pentaray nav high-density mapping eco catheter¿s spline. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The date of event was not provided. As such, field b3. Date of event has been populated with (B)(6) 2023. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).